Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. D46953) inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Batch no d46953 production date 2015-01-09; expiration date 2018-01-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter added. Significant due to imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure (batch no. D46953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), pelvic pain ("pain / localised pain"), urinary tract disorder ("urinaryproblems") and bladder disorder ("bladder problems") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, headache, genital haemorrhage, pelvic pain, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered bladder disorder, device dislocation, dyspareunia, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. Batch no d46953, production date 2015-01-09, expiration date 2018-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: patient initials and insertion date updated. Removal date and events pregnancy, migration of essure, dyspareunia, headaches, heavy / abnormal bleeding and urinary / bladder problems added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. D46953) inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Batch no d46953, production date 2015-01-09, expiration date 2018-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of essure / essure device (left) was not seen") and embedded device ("embedded essure above right ostia") in a female patient who had essure inserted (lot no. D46953) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of termination of pregnancy (she qualified for a therapeutic termination (clause c, abortion act 1967)) and termination of pregnancy - medical in 2015, diarrhea, bloating, penicillin allergy, haemorrhage in pregnancy (has passed a couple of clots - more than a cupful of blood.) And pregnancy (has passed a couple of clots - more than a cupful of blood.) In 2014, abdominal pain (moderate or severe pain (worse on right lower side)) in 2013, postpartum depression in 2011, haemorrhage in pregnancy and pain in 2010, hypochromic anaemia, anemic and pregnancy (34 weeks pregnant - spontaneous delivery - vertex livebirth at 39+0 weeks baby: (female)) in 2009, fetal growth retardation (gestation: 38 weeks) in 2008, miscarriage (the same event happened on 2005, 2009, 2010, 2013) in 2007, depressive disorder, pregnancy (40 weeks pregnant) and herpes simplex in 2006, termination of pregnancy in 2005, vaginal delivery (baby: (female) birth status: livebirth at 41+6 weeks) and pregnancy (diagnosis: normal fetal heart) in 2004, allergic rhinitis in 2002 and pregnancy on oral contraceptive (patient has conceived two pregnancies on the oral contraceptive pill), sore throat and panic attack. Previously administered products included: mirena for bleeding, antidepressants for mild depression and oral contraceptive nos, oral contraceptive nos and depo provera. On (B)(6) 2016, the patient had essure inserted. In october 2017 she experienced pregnancy with contraceptive device ("pregnancy"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), pelvic pain ("pain / localised pain"), urinary tract disorder ("urinaryproblems") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for device dislocation, pregnancy with contraceptive device, dyspareunia, headache, genital haemorrhage, pelvic pain, urinary tract disorder and bladder disorder were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2018. The reporter considered bladder disorder, device dislocation, dyspareunia, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure administration. No causality assessment was received for essure with regard to embedded device. Diagnostic results (normal ranges are provided in parenthesis if available): [colposcopy] on (B)(6) 2011: abnormality of the cells of the cervix known as cin3; on 16-may-2011: two pieces of cervix, largest 2 x 0.9 x 0.6cm, and smaller 1.4 x 0.8 x 0.5cm [haemoglobin] on (B)(6) 2009: 10.6-g/dl [magnetic resonance imaging] on (B)(6) 2018: there is mild bilateral ventriculomegaly but no underlying structural malformation. Sulcal pattern is appropriate for gestation age. Normal cavum septum pellucidum and corpus callosum. There are no features of germinal matrix or intraventricular hemorrhage. Normal posterior fossa structures gestational age: 37 weeks+ 2 days diagnosis: bilateral borderline to mild ventriculomegaly. Otherwise normal scan. Conclusion: isolated mild bilateral ventriculomegaly: no underlying structural malformation. Or brain injury demonstrated. [Physical examination] on (B)(6) 2018: left breast and axilla were normal to inspection and palpation. In the outer half of the right breast there was a lcm benign feeling lump and dr. Could feel a small lymph gland in her right axilla. [Pregnancy test] on (B)(6) 2005: positive pregnancy; on (B)(6) 2017: positive. [Pulmonary function test] on (B)(6) 2018: normal. [Ultrasound breast] on (B)(6) 2018: there was a mixed echogenicity and a mass measuring 13mm which was indeterminate. [Ultrasound foetal] on (B)(6) 2004: excellent views of the fetal heart and this did not show any major structural or functional cardiac abnormality - 28 weeks into her first pregnancy; on (B)(6) 2015: fetal anomaly: ventriculomegaly (antrum-10.1-lsmm). Diagnosis: right ventriculomegaly(12.8mm). Left cerebral ventricle (8mm) .; on (B)(6) 2015: fetal anomaly: ventriculomegaly (antrum 10.1-15mm). Diagnosis: unilateral right ventriculomegaly (12.smm), left ventricle normal (8.5mm).; on (B)(6) 2015: fetal anomaly: ventriculomegaly (antrum 10.1-lsmm). Diagnosis: both ventricles are normal today. Normal growth; on (B)(6) -2015: fetal anomaly: ventriculomegaly (antrum 10.1-15mm). Edd: (B)(6) 2015. Gestational age: 37 weeks + 6 days. Diagnosis: normal development - no ventriculomegaly. Normal brain appearances; on (B)(6) 2018: fetal movement adequate; on (B)(6) 2018: fetal anomaly: ventriculomegaly diagnosis: bilateral ventriculomegaly (left 13.4 mm, right 10 mm), otherwise normal brain appearances; on (B)(6) 2019: isolated mild bilateral ventriculomegaly. No underlying structural malformation or brain injury demonstrated. [Urine analysis] on (B)(6) 2013: blood in urine. Batch no d46953 production date 2015-01-09 expiration date 2018-01-28. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: urinary tract infection, pelvic pain female, genital bleeding, dyspareunia, pregnancy with contraceptive device, device migration. The following amendment was made: after company internal review the annex f0101, f15 and f12 were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a female patient who had essure (batch no. D46953), inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, lawyer provided essure lot number#: d46953. Essure insertion date was changed to (B)(6) 2018. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure / essure device (left) was not seen ') and embedded device ('embedded essure above right ostia') in a female patient who had essure (batch no. D46953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included termination of pregnancy (she qualified for a therapeutic termination (clause c, abortion act 1967)) on (B)(6) 2015, termination of pregnancy - medical in 2015, diarrhea in 2014, bloating in 2014, pregnancy (has passed a couple of clots - more than a cupful of blood.) In 2014, haemorrhage in pregnancy (has passed a couple of clots - more than a cupful of blood.) In 2014, penicillin allergy in 2014, abdominal pain (moderate or severe pain (worse on right lower side)) in 2013, postpartum depression in 2011, pain in 2010, haemorrhage in pregnancy in 2010, hypochromic anaemia in 2009, anemic in 2009, pregnancy (34 weeks pregnant - spontaneous delivery - vertex livebirth at 39+0 weeks. Baby: (female)) in 2009, fetal growth retardation (gestation: 38 weeks) in 2008, miscarriage (the same event happened on 2005, 2009, 2010, 2013) in 2007, depressive disorder in 2006, pregnancy (40 weeks pregnant) in 2006, herpes simplex in 2006, termination of pregnancy in 2005, vaginal delivery (baby: (female) birth status: livebirth at 41+6 weeks) in 2004, pregnancy (diagnosis: normal fetal heart) in 2004, allergic rhinitis in 2002, panic attack, sore throat and pregnancy on oral contraceptive (patient has conceived two pregnancies on the oral contraceptive pill). Previously administered products included for bleeding: mirena in 2011; for mild depression: antidepressants in 2006; for an unreported indication: oral contraceptive on (B)(6) 2019, oral contraceptive in 2013 and depo provera. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), dyspareunia ("dyspareunia"), headache ("headaches"), genital haemorrhage ("heavy / abnormal bleeding"), pelvic pain ("pain / localised pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, headache, genital haemorrhage, pelvic pain, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The delivery occurred on (B)(6) 2018. The reporter provided no causality assessment for embedded device with essure. The reporter considered bladder disorder, device dislocation, dyspareunia, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2011: abnormality of the cells of the cervix known as cin3; on (B)(6) 2011: two pieces of cervix, largest 2 x 0.9 x 0.6cm, and smaller 1.4 x 0.8 x 0.5cm. Haemoglobin - on (B)(6) 2009: 10.6-g/dl. Magnetic resonance imaging - on (B)(6) 2018: there is mild bilateral ventriculomegaly but no underlying structural malformation. Sulcal pattern is appropriate for gestation age. Normal cavum septum pellucidum and corpus callosum. There are no features of germinal matrix or intraventricular hemorrhage. Normal posterior fossa structures gestational age: 37 weeks+ 2 days diagnosis: bilateral borderline to mild ventriculomegaly. Otherwise normal scan. Conclusion: isolated mild bilateral ventriculomegaly: no underlying structural malformation. Or brain injury demonstrated.. Physical examination - on (B)(6) 2018: left breast and axilla were normal to inspection and palpation. In the outer half of the right breast there was a lcm benign feeling lump and dr. Could feel a small lymph gland in her right axilla.. Pregnancy test - on (B)(6) 2005: positive pregnancy; on (B)(6) 2017: positive. Pulmonary function test - on (B)(6) 2018: normal. Ultrasound breast - on (B)(6) 2018: there was a mixed echogenicity and a mass measuring 13mm which was indeterminate. Ultrasound foetal - on (B)(6) 2004: excellent views of the fetal heart and this did not show any major structural or functional cardiac abnormality - 28 weeks into her first pregnancy; on (B)(6) 2015: fetal anomaly: ventriculomegaly (antrum-10.1-lsmm). Diagnosis: right ventriculomegaly(12.8mm). Left cerebral ventricle (8mm) .; on (B)(6) 2015: fetal anomaly: ventriculomegaly (antrum 10.1-15mm). Diagnosis: unilateral right ventriculomegaly (12.smm), left ventricle normal (8.5mm).; on (B)(6) 2015: fetal anomaly: ventriculomegaly (antrum 10.1-lsmm). Diagnosis: both ventricles are normal today. Normal growth; on (B)(6) 2015: fetal anomaly: ventriculomegaly (antrum 10.1-15mm). Edd: (B)(6) 2015. Gestational age: 37 weeks + 6 days. Diagnosis: normal development - no ventriculomegaly. Normal brain appearances; on (B)(6) 2018: fetal movement adequate; on (B)(6) 2018: fetal anomaly: ventriculomegaly diagnosis: bilateral ventriculomegaly (left 13.4 mm, right 10 mm), otherwise normal brain appearances; on (B)(6) 2019: isolated mild bilateral ventriculomegaly. No underlying structural malformation or brain injury demonstrated.. Urine analysis - on (B)(6) 2013: blood in urine. Batch no d46953 production date 2015-01-09 expiration date 2018-01-28. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: urinary tract infection, pelvic pain female, genital bleeding, dyspareunia, pregnancy with contraceptive device, device migration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-mar-2021: new informations were added: new reporters (hcp), medical history and historical drugs, pregnancy outcome, delivery date, lab datas and aesi: device embedded. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.